Event description:
It was reported that the pump software corrupted. No additional information was available. No patient involvement or injury was reported.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seal removed on the plunger case and the lower left front corner of the top case chipped out. A review of the pump event history log (ehl) found no error which related to the reported problem. Functional testing found that the pump was alarming upon power up and unknown characters were identified on the top of liquid crystal display (lcd). The main board was not operating as intended. The main board, both plunger cases and top case were replaced, and preventive maintenance performed. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The reported problem was confirmed; however, root cause of the problem was unable to be determined. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).